Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customers current blood glucose level was 340 mg/dl. Customer has stated they have been in the hospital multiple times for low blood glucose, with the lowest recorded at less than 10 mg/dl. Customer was normally treated with hospitalization, but was not hospitalized for this case. The customer reported that they were wearing the insulin pump during the hospitalizations. During troubleshooting, customer was not sure if their settings were right, and the physician suggested they receive a new insulin pump. Customer was advised a replacement insulin pump will be shipped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the displacement accuracy test. The drive support disk was inspected and no anomaly was noted. The device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.